Manufacturer narrative:
Device was used for treatment, not diagnosis. "The use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of foot and ankle surgery 36(2): 87-94, 1997). This report is for unknown 7.3mm cannulated screws, unknown quantity and unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "the use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of foot and ankle surgery 36(2): 87-94, 1997). In this study, from october 1994-october 1995, 29 consecutive patients underwent reconstructive surgeries of the foot and ankle with the use of the synthes 7.3-mm. Cannulated screw system. The mean age of the patients was 40.86 years (range, 15 to 69 years). Sixteen male and 13 female patients were included in the study. A (B)(6) female with insulin dependent diabetes mellitus underwent charcot reconstruction which developed a nonunion-the screw showed radiographic signs of breakage. This is report 2 of 6 for (B)(4). This report is for the unknown synthes 7.3-mm. Cannulated screw system and refers to the serious injury of non union and broken screw.